Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Pro code: kwr.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A revision has been indicated due to patient anatomy and is not related to a product issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the products still being implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the patient initially had a custom constrained shoulder arthroplasty implanted. Subsequently, patient underwent operation nine months post-implantation due to post-op x-ray revealing the linked custom device had separated from the stem. The custom device was reattached to the stem. No additional patient consequences were reported.